Event description:
(B)(4). Same case as MFR report #: 2134265-2010-01855. It was reported that during a percutaneous transluminal angioplasty (pta) procedure there was balloon withdrawal resistance. The target lesion was located in the right coronary artery (rca). Chronic total occlusion, calcification, 45 - 89 degree bending was reported. Pre-dilatation was performed at 8 atms, using an unknown balloon. Two taxus express2 32mm x 2.75mm stents were deployed at 14 atms. Post-dilatation was performed using an unknown balloon; expansion was confirmed by intravascular ultrasound (ivus) catheter. Severe balloon withdrawal resistance (bwr) was reported, and a guide catheter was drawn into the distal side. The physician indicated a potential risk of ostium dissection. No further information provided.

Manufacturer narrative:
Age - (B)(6). The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause is operational context. (B)(4). Device unavailable for analysis.